Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings:a review of the pump¿s black box history showed no evidence of power reboots occurring. Visual inspection revealed that the battery compartment was cracked from the threads to the bumper pad and also from the bumper pad to the cover. The returned battery cap threads were found to be stripped and the battery cap was not able to be fully secured to the pump. Power reboots occurred when attempting to use the returned battery cap. A test battery cap was used to complete all testing. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots occurring. The pump case was removed and no evidence of loose components or moisture was found inside the pump. There was no damage to the power circuit observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.